Manufacturer narrative:
Additional information was received and section h should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleging difficulty breathing /shortness of breath, eye irritation and three abnormal growths in chest. Medical intervention was alleged stating one MRI of their chest was completed and three abnormal growths were discovered. The patient reported doctors advised to check up every six months to check the growths and no medication was prescribed for the eye irritation. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed a display screen is cracked. Black (inconsistent with degraded sound abatement foam) potential hair/fibers on the front panel. Unknown white dust-like contamination at the air inlet of the blower box. White dust-like contamination on top of the blower motor, blower motor seal and isolators. White specks of contamination on the bottom the blower box. Also, potential mineral deposit spots on the bottom of the blower box and the bottom of the blower motor, indicating potential water ingress. Unknown brown and black (inconsistent with degraded sound abatement foam) dust-like contamination and potentially black hair/fibers (inconsistent with degraded sound abatement foam) on the top enclosure. Unknown black (inconsistent with degraded sound abatement foam) object on the bottom enclosure. Also, black (inconsistent with degraded sound abatement foam) dust-like contamination observed on the bottom enclosure. Potential white hair/fibers and black (inconsistent with degraded sound abatement foam) dust-like contamination on the blower box lid. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed dust like contamination and was not able to confirm the complaint or address the symptoms specified. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing/shortness of breath, eye irritation and three abnormal growths in chest. Medical intervention was alleged stating one MRI of their chest was completed and three abnormal growths were discovered. The patient reported doctors advised to check up every six months to check the growths and no medication was prescribed for the eye irritation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.